Event description:
It was reported that during an ipg replacement, it was found out that the leads had high impedances. The physician opted to replace the leads. The patient was doing well postoperatively. The explanted devices will not be returned as they were not released by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7075526.